Event description:
During a biopsy procedure, the forceps broke. The device was exchanged and the procedure was successfully completed with another forceps. No patient injuries or complications were reported.